Manufacturer narrative:
(B)(4). The service engineer (se) evaluated the ventilator and verified the reported issue. The se found a wire from the pressure solenoid (psol) valve to the inspiratory printed circuit board (pcb) to be disconnected. The se replaced the psol valve, which resolved the reported issue. The device then passed all testing.

Event description:
It was reported that a ventilator was inoperable. The ventilator was not on a patient at the time of the event.